Event description:
It was reported that the external pulse generator's display was missing segments. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the liquid crystal display was missing pixels. Analysis also noted that the side bail covers, ring cover, two case screws, the ring cover screw, side bails and ring were missing. All found defective parts were replaced. (B)(4)